Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The customer reported that while frozen or during thawing two cryomacs® freezing bags 250 (cfb), the cfbs got broken and leaked therefore. The customer stated that they were able to transplant the patient with sufficient cellular material. Therefore, any risk for the patient could be actually ruled out. Engraftment and sterility testing is still pending.